Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd q-syte¿ luer access split-septum stand-alone device the septum was found to be damaged/defective. The nurse reported ¿the septum was damaged in the third day of the infusion. It seems that the septum was not glued well with rim.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: sub assembly part #: 8001498 bd q-syte assembly. Sub assembly lot #: 6267839 and 6272924. Device/batch history record review findings: DHR review was performed on the following sub assembly lot numbers: 6267839 ¿ this lot number was built on qfa line 4, from september 27, 2016 thru september 29, 2016. 6272924 ¿ this lot number was built on qfa line 3, from september 28, 2016 thru september 30, 2016. Review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received two used q-syte units in an opened package from the lot number 6278750. Visual/microscopic examination: unit 1 the septum was molded using the 16-cavity mold small slit tear on the septum top disk the septum lifts up from the rim on one side of the top disk the residual septum material and adhesive deposits was evident on the rim of the top body. Unit 2 the septum was molded using the 16-cavity mold septum surface damage and slit tears on the septum top disk the septum lifts up from the rim on one side of the top disk the residual septum material and adhesive deposits was evident on the rim of the top body. The returned q-syte units provided for evaluation revealed the septum slit tears, column tear and the septums lift up at the rim. The defect septum damage/defect; as stated as the reported code was confirmed. Confirmed there was residual septum and adhesive deposits on the rim of the top body. Were we able to reproduce the customer's experience with the bd product? No; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed. Root cause of this incident is indeterminate. The evaluation of the septum damage/defective locations revealed evidence of residual septum material and adhesive deposits. This is an indication that a bond was provided during the manufacturing process. A definite source that contributed to the slit tears/damage could not be established. This type of damage is normally attributed to incorrect usage or excessive actuations. Nurse found the septum damage in the third day of the infusion. An instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.